Event description:
Information received by medtronic stated that the insulin pump crack on the battery side. No harm was required during medical intervention . The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having a crack on the battery area. Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, scratched, peeling keypad overlay texture, scratched display window cover, peeling, fading end cap address label, cracked battery tube area, cracked reservoir tube lip and scratched case. Insulin pump was confirmed for cracked battery tube area. Insulin pump passed required testing.